Event description:
It was reported that following a catheter revision on (B)(6) 2012, the patient developed sudden loss of tone and power to legs on (B)(6) 2012. The pump was put on minimal rate on (B)(6) 2012 and the baclofen was discontinued. The patient's symptoms resolved and he experienced no further problems. The events were assessed as medically significant (serious) by the reporter. The medication batch paperwork was reviewed and no abnormalities were found. The "qa department" further concluded that the quality of the medication batch was "good and fit for purpose". The medication in the pump was baclofen. No other event details were provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).